Event description:
This complaint has been evaluated based on the information provided; there is an allegation of serious injury. This issue reported was the operator sustained a broken finger while attempting to replace the patient table. The system was not in clinical use at the time. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the technician involved sought medical attention in the emergency room, where their finger was sedated using lidocaine, the wound was cleaned, the nail dissected, and the finger was stitched. Following the incident, a philips field service engineer (fse) performed an onsite inspection of the system and found no evidence of malfunction. It was determined that the technician had manually pulled the table pallet, which resulted in a longitudinal axis error. A detailed analysis of the log files confirmed that the system operated within its specified parameters, and all safety features were fully functional. The injury occurred when the technician inadvertently pulled the clamp securing the table handle, leading to the incident. As such, the event has been classified as user error rather than a system fault. Furthermore, a comprehensive review of the service history for this device indicates that no similar issues have been reported since this incident.